Event description:
Our rep. Is reporting to us that during an arthroscopic meniscal repair with the use of omnispan for fastening, the surgeon has some difficulties deploying the red trigger of the applier when attempting to deploy the 2nd fastener but managed to recover; however, the silicone retention tubing came off of the inserter needle and into the patient's joint space. The surgeon was able to easily retrieve the silicone tubing, and the procedure was concluded successfully without further issue or harm to the patient. Complaint devices discarded at user facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.